Event description:
The pump was returned to animas. Product analysis evaluated the pump and found evidence of excessive battery usage due to a circuit component failure. This report is made based on the results of evaluation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and found low and replace battery warnings. The review found evidence of excessive battery usage and voltage drops in the pump black box. The pump casing was found to be intact with no evidence of moisture or contamination. The pump current draws were tested and were found to be out of specifications. The pump was opened and a circuit component on the printed circuit board was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).